Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-jun-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a manufacturer representative (rep) regarding a patient receiving hydromorphone (2 mg/ ml, 0.7181 mg/day) and bupivacaine (10 mg/ml, 3.59 mg/day) via an implantable pump for non-malignant pain and other chronic/intract pain. Information received reported the patient's pump was replaced yesterday ((B)(6) 2019) and starting at 4am this morning, the patient started to have withdrawal symptoms. The rep reported the patient was in the emergency department. The rep has interrogated the pump and it showed no issues. The patient has given themselves two boluses (0.1995 mg/bolus) but that did not provide relief. The rep called back in and stated the healthcare professional (hcp) would like to know how long it would take to clear the catheter. The caller stated that some of the drug could have left the catheter. The caller stated a back table prime of 0.3 ml was performed and "tech" confirmed if any drug left the catheter between disconnection and clamping, the catheter would have filled with the drug at this point based on volume/day. Calculations provided; 0.359 ml/day =, catheter volume is 0.248, pump was updated over 24 hours ago. The rep stated that the hcp suggested patient keeps bolusing themselves with their personal therapy manager (ptm) . The rep then called back and repeated previously reported information. On (B)(6) 2019, additional information was received from the manufacturer representative (rep) and confirmed with the healthcare professional (hcp). The cause of the patient's withdrawal symptoms was, "specific cause not identified. Catheter was repaired and symptoms resolved, so likely a catheter issue". The specific symptoms the patient was experiencing were nausea, vomiting and hot/cold sweats. The actions taken to resolve the issue was "pump segment of catheter was repaired and symptoms resolved in less than 12 hours". On (B)(6) 2019, additional information was received from the rep. The rep stated the catheter was repaired on (B)(6) 2019 (secondary surgery). The pump segment of the catheter was replaced and the catheter was now working.